Event description:
It was reported that after the successful implantation of the first vlv evproplus-29 valve with no immediate complications, a paravalvular leak was observed. A post-implant balloon dilatation was performed, during which the previously implanted valve dislodged from the aortic annulus and was positioned within the aorta. The physician decided to implant a second vlv evproplus-29 valve, which was successfully deployed without complications. Additional information was received that during the valve implant, prior to the valve dislodgement, the implant depth was 3 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). After the valve dislodged, the valve remained positioned in the ascending aorta. A medtronic confida guidewire was used during the implant. After implant of the second valve, mild aortic insufficiency was observed. Additional information was received that there was no paravalvular leak (pvl) after the first valve was implanted. After the second valve was implanted, mild paravalvular leak (pvl) was reported.

Manufacturer narrative:
Image review: a complete set of intraprocedural fluoroscopic cine images were reviewed in relation to the event. The patient¿s executive summary was unavailable, limiting the ability to conduct a thorough anatomical assessment. Fluoroscopic valve load inspection was performed confirming a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Valve depth was approximately 5 millimeters (mm) on the non-coronary cusp in the cusp overlap view, and 8-9mm on the left coronary cusp in the left anterior oblique (lao) view. As stated in the instructions for use (IFU), the recommended target depth of 3 mm relative to the valve annulus. If the implant depth is <(><<)>1 mm or >5 mm, consider recapture. In this case, a recapture was warranted. However, the valve was released, and post imp lant angiogram shows a deep valve and at least possible mild aortic regurgitation/paravalvular leak prompting a post implant dilatation. It was reported that the valve dislodged aortic during the balloon dilation. Of note, there is no evidence of a temporary pacing lead during the post implant dilatation or any type of ventricular pacing. As written in the IFU: establish a central venous line. Insert a temporary pacemaker lead via the right internal jugular vein (or other appropriate access vessel) per physician/clinical judgment. A second valve was loaded, confirmed a good load, and subsequently implanted at a depth of 6mm on the non-coronary cusp in the cusp overlap view, and 9mm on the left coronary cusp in the lao view. Final angiogram showed an evolut implanted deep but no signs of aortic regurgitation/paravalvular leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the first valve was not intentionally implanted deep; however, the second valve was intentionally implanted deep to prevent the second valve from dislodging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.